Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report from the USA stating that the device was operating intermittently. It is known that the device was used during surgery. It is known that no injuries or medical intervention were reported. There was no add'l info provided.